Event description:
It was reported that balloon rupture occurred. The patient underwent av fistula procedure. The target lesion was located in the radial artery, a 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent av fistula procedure. The target lesion was located in the radial artery, a 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient status was stable. It was further reported that the target lesion was severely tortuous and mildly calcified with 70% stenosis.

Manufacturer narrative:
Device evaluated by MFR: mustang 8.0 x 40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon bond and extending approximately 53mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complain. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent av fistula procedure. The target lesion was located in the radial artery, a 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient status was stable. It was further reported that the target lesion was severely tortuous and mildly calcified with 70% stenosis.